Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was dampness around a one link IV connector. The device was delivering total parenteral nutrition. This was noticed while the nurse inspected the connection to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage test and pressure test were performed with no issues noted. The reported condition was not verified and the device met all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The response addressing the request for additional information regarding report 1416980-2016-00423 is attached. Should additional relevant information become available, a supplemental report will be submitted.